Manufacturer narrative:
The device has not been received for analysis yet. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that several months ago, this pacemaker device showed three years remaining longevity with a magnet rate of 100 pulses per minute (ppm). Then two months after, the device showed less than a half year remaining longevity. Recent check showed that the gas gauge was back to one and a half year. Boston scientific technical services (ts) suggested possible reason for this issue and suggested checking again in 2-3 months. Also, discussed save to disk and memory dump. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis yet. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that several months ago, this pacemaker device showed three years remaining longevity with a magnet rate of 100 pulses per minute (ppm). Then two months after, the device showed less than a half year remaining longevity. Recent check showed that the gas gauge was back to one and a half year. Boston scientific technical services (ts) suggested possible reason for this issue and suggested checking again in 2-3 months. Also, discussed save to disk and memory dump. The device was explanted. No additional adverse patient effects were reported. Additional information indicated that the patient had heart block and was pacemaker dependent. The physician opted to change the device due to the variable battery life and lack of remote monitoring.